Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device prompted, "sensor not active" during the session. The sensor was inserted into the arm on (B)(6) 2024. An external visual inspection was performed and passed. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Event description:
It was reported that the display device prompted, "sensor not active" during the session. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.